Event description:
A surgeon reported a patient experiencing an unexpected postoperative outcome following intraocular lens (iol) implant surgery. The iol was implanted by another surgeon over three years ago. In a follow-up with the current surgeon, his technician reported that an exchange will not be performed; the patient is still farsighted, but is "doing good".

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 03/19/2009, and 04/02/2009 by phone, fax, and mail; received by phone on 04/07/2009. This report was mailed to FDA on: 04/16/2009.